Manufacturer narrative:
Additional data: device evaluation: product evaluation found lens returned in a certrifuge vial, but there is debris on product. Visual inspection found no visible damage to lens, but debris on lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, the patient's best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20.